Event description:
Litigation papers allege: on (B)(6) 2008 and (B)(6) 2009, patient was implanted with depuy asr hip implants in his right and left hips, respectively. Patient has suffered physical injury, pain, and the need for further surgery to replace the devices.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.